Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. E1: patient city: (B)(6), patient country: germany.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced an infusion set fell out after showering due to tape not sticking on (B)(6) 2026. No further information is available.